Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that his meter kept displaying the battery icon. He had replaced the batteries twice, but the symbol still appeared. This was not a new product. The patient did not receive any medical attention or treatment due to this issue. There is no adverse event reported. However, this case is reported as a meter malfunction since the issue was not resolved with troubleshooting. There is no further clinical information provided.